Event description:
It was reported that rapid battery depletion was observed on an asymptomatic patient. The battery went from normal to end of service within 3 months. The device was replaced and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed. The device was tested on the bench and current drain was normal in the laboratory. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.